Event description:
This tub is in need of a door seal which is covered under the lifetime warranty of the tub. No further details provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.